Event description:
The d/l PICC line malfunctioned. They believe a fragment inside the patient migrated from the PICC line.

Manufacturer narrative:
The complaint is inconclusive due to the condition of the complaint sample and the nature of the complaint. A 5 fr d/l powerpicc solo was returned for evaluation in three segments. The catheter had been cut at the 13 and 35 cm depth marks. Each segment of the catheter was flushed and pressurized with water, but no leaks or occlusions were noted. Each segment of the catheter also functioned for aspiration and no air was drawn into the lumens. It was reported that a plastic fragment was detected in or flushed from the PICC, but no fragment or foreign material was returned with the PICC for evaluation. When the PICC was initially flushed, the fluid from each catheter segment was collected, but no foreign material was detected. The exact cause of the reported incident is unknown. No defects related to the manufacturing process were noted on the complaint sample. A chr of lot #reuc0304 showed no other similar product complaint(s) from this lot number.